Event description:
The dealer reports that the device, out of the box, the seat rail where it meets the cross brace is bent, causing the cross brace to not lock in place. The dealer has no further information to provide.